Event description:
During cryomaze procedure, nitrous oxide gas suddenly sprayed out from the probe end while the surgeon was holding it outside the patient's chest. On examination, a split was noted on the end of the probe. The split occurred after one round of cryofreezing took place. Once the element cooled is when it was noted nitrous oxide leaking. There was no impact to the patient. The patient tolerated the procedure well.